Event description:
This consumer report was received from a brazilian consumer and concerns a female patient. She was injected with radiesse, for collagen biostimulation, on (B)(6) 2022. The patients previous aesthetic treatments included hyaluronic acid fillers and botox. On (B)(6) 2022, right after the radiesse injection, the patient experienced an intense headache. In (B)(6) 2022, in the night of the injection, she presented a fever and chill. On (B)(6) 2022, the patient developed infectious nodules and swelling. Corrective treatment included predsim 20 mg (predsin), with no improvement and worsening. On (B)(6) 2022, the patient was hospitalized. She was discharged from the hospital to continue the treatment with oral antibiotics, but it worsened, and she was hospitalized again. In the hospital, the treatment with intravenous antibiotics was started. Relevant laboratory test results included a blood count and ultrasound. The blood count was altered, and the ultrasound presented infectious cellulitis. The outcome of the events was reported as not resolved. In the opinion of the reporter, the events were of severe intensity, life-threatening, unknown if permanent and related to radiesse.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event infectious cellulitis (pt: injection site cellulitis), was deemed to meet the serious criteria of hospitalization. The device history record for radiesse injectable implant could not be reviewed as the lot number was not reported.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event infectious cellulitis (pt: injection site cellulitis), was deemed to meet the serious criteria of hospitalization, required intervention to prevent permanent damage, and being life-threatening.

Event description:
Follow up information was received on 19-sep-2022: the linking sentence was added to the top of the narrative. The patient was injected with radiesse, into the cheekbones. On the day of the injection, she did not see the product box because the syringes were already prepared for injection. She was concomitantly injected with botulinum toxin, on the same day, on (B)(6) 2022. The patient informed that the plastic surgeon at the hospital contacted the health care professional who injected the product, to confirm the batch and name of the product. The health care professional refused to provide the information. The patient underwent a surgery to drain the material. Four tubes of pus were aspirated, and material was sent for a biopsy. The physicians managed to remove 90% of the product. Due to the severity, the physicians suspect that the product injected was not radiesse. The hospitals physicians believed that the adverse event was caused by an error in the injection technique, as they found that the product was injected into the muscle instead of the dermis. The hospital diagnosis was a medical error (injected into the muscle, device use error), and incorrect asepsis causing bacterial contamination. In (B)(6) 2022, the patient was discharged from the hospital, but was still not a 100% recovered. The outcome of the event was reported as resolving (changed from not resolved to resolving).